Manufacturer narrative:
The clip remains embolized in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the embolized clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Echo imaging was challenging. Two clips (xtw, ntr) were implanted reducing mr to 1-2. On (B)(6) 2020, prior to discharging the patient, echocardiogram was performed. The xtw clip detached from the posterior leaflet and remained attached to the other leaflet (single leaflet device attachment (slda)). Mr increased to 4 and a leaflet flail was observed. On (B)(6) 2020, a second mitraclip procedure was performed. The slda clip (xtw), was no longer attached and embolized to the pulmonary vein. A total of two clips were implanted without issue, reducing mr to 2. On (B)(6) 2020, the embolized clip moved to the right iliac artery and was not occlusive with good flow; therefore, no additional treatment is planned. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Tissue damage, mitral regurgitation, embolism and foreign body in patient are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director and the reviewer stated that according to the narrative of this event, there is nothing in particular that suggests a device malfunction. The procedure was performed under challenging imaging conditions and it is likely that grasping was made more difficult and hence could have been suboptimal leading to clip detachment. All available information was investigated, and the reported single leaflet device attachment (slda) and subsequent expulsion appear to be related to patient conditions (barlow's disease and massive posterior flail) and user technique/procedural circumstances of echo imaging being challenging and user experience. The poor image resolution appears to be related to procedural circumstances of challenging echo imaging. Tissue damage and mitral regurgitation appear to be due to the slda. Embolism and foreign body in patient appear to be due to the complete clip detachment (expulsion). There is no indication of a product quality issue with respect to manufacture, design or labeling.